Event description:
It was reported that the system monitor was shutting itself off and the screen was freezing with an hourglass symbol. Repair was requested.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: evaluation of the system monitor confirmed the reported event of the screen freezing with an hour glass symbol. Analysis revealed the memory module printed circuit board (pcb) on the main pcb assembly was faulty. The system monitor was tested and returned to the customer's site. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed the heartmate system monitor (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev. B, section titled ¿setting up the system monitor for use with the power module¿) and the heartmate ii IFU (rev. C) under section 4 ¿system monitor¿. The heartmate ii IFU recommends that users contact abbott if the system monitor¿s screen is malfunctioning. No further information was provided. The manufacturer is closing the file on this event.